Event description:
The international customer sent the device to the international service center for routine periodic maintenance. The service technician during inspection of the v60 unit identified that ac power switching to battery was not performed properly due to failure of power management (pm) pcba (printed circuit board) so the pm pcba was replaced. There was no patient involvement.

Manufacturer narrative:
Please refer to MFR. Report #:2031642-2016-02341 .